Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The customer troubleshot with technical support, the customer was in a remote room with 30 ft of o2 hose to the wall outlet, the customer was advised to get closer to the o2 source. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during pvt testing the o2 test failed. No patient involvement.